Event description:
Additional information received indicated that ¿dural tear¿ was not the accurate descriptor for the event. The patient actually had a ¿wet tap¿. Due to the patient¿s anatomy, small epidural space, and many previous surgeries as the physician was attempting to place the leads he did a lumbar puncture. The doctor may have had the needle at a steep angle. Routine care for post lumbar puncture was ordered. The patient laid flat for 24 hours and did fine. It was unknown if the patient was discharged between lead implants.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a dural tear 3 days prior when they tried to place a percutaneous lead. On the day of the report when they were placing a paddle lead, there was some blood in the surgical lead area. It was later reported other factors that were related to the dural tear included the patient¿s bmi, which was >40 and there was scar tissue. Actions taken to resolve the issue included implanting a ¿lami¿ lead. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment and had good coverage with ¿lami¿ lead. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).